Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reported multiple vf episodes and nst on (B)(6) 2021 showing noise. Shock was delivered. Advised physician to investigate events on (B)(6) 2021. Lead trends appear stable. The lead currently remains implanted.